Event description:
It was reported that the health care professional (hcp) had called in and was concerned about the lower rate limit (lrl) for this pacemaker device. Technical services (ts) stated that the device had been programmed this way since a year now. The outputs were high on this right atrial (ra) lead and right ventricular (rv) lead. The ra pacing lead impedance measurements were less than 200 ohms. The hcp will be further discussing with the physician. This device remains in service. No adverse patient effects were reported.